Event description:
During g3 nail surgery, when the surgeon inserted the set screw, the set screw was stuck inside the nail. The lag screw was not able to be locked. Therefore the surgeon removed the lag screw and nail. The surgeon thought that the thread inside nail was damaged. The surgeon opened another nail and inserted set screw first used to the nail. However the set screw was stuck inside the nail. Afterwards, because the set screw opened to the 2nd was inserted in nail used first, they were used and the operation was finished.

Manufacturer narrative:
The set screw from trochanteric nail kit (lot code k0a6bb4) was returned for investigation and shows typical traces of oblique insertion. The set screw (k903493) is only listed is the inquiry but not associated to the event. Investigation revealed the subject product to be a concomitant item respectively being listed in the inquiry. The device did not contribute to the event.

Event description:
During g3 nail surgery, when the surgeon inserted the set screw, the set screw was stuck inside the nail. The lag screw was not able to be locked. Therefore the surgeon removed the lag screw and nail. The surgeon thought that the thread inside nail was damaged. The surgeon opened another nail and inserted set screw first used to the nail. However the set screw was stuck inside the nail. Afterwards, because the set screw opened to the 2nd was inserted in nail used first, they were used and the operation was finished.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.